Event description:
A customer reported a leak of a few drops of clenz from their lh780 instrument. The also observed wbc background failures. There was no exposure to open wounds or mucous membranes. In addition, no erroneous results were generated in connection with the reported event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the leak from worn tubing in normally closed (nc) valve vl97b; valve tubing was replaced, resolving the leak. The wbc background failures were also confirmed and attributed to defective wbc diluent dispensers; the wbc dispensers were replaced, resolving the background issues. The failure mode related to the leak is likely to impact retic results. In addition, the wbc diluent dispenser failures could potentially impact cbc/diff results due to sample carryover. (B)(4).